Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir had an air bubble anomaly. Customer's blood glucose level was 82 mg/dl at the time of incident and treated with glucose tablet however other relevant blood glucose level was 62 mg/dl then they ate snack blood glucose went high to 108 mg/dl and in morning blood glucose level was 290 mg/dl. It was also reported that the approximate size of air bubbles was large found at bottom of the reservoir during therapy. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The reservoir will not be returned for analysis.